Event description:
Received information stating patient had experienced high bg's. It is unknown which cartridge lot number has being used at the time of event. No patient harm reported.

Manufacturer narrative:
During follow up conversation with customer, customer indicated cartridge was replaced with a new lot number and continued to have high bg's. Patient changed infusion site and bg's decreased.